Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: bent locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that the technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was removed and the locator wings were found to be bent and intact. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.